Event description:
It was reported that the right ventricular (rv) lead measured high pacing impedance due to a possible fracture. High threshold was noted with intermittent capture. The lead was capped and replaced. It was also reported that during the replacement procedure, a new rv lead was attempted for implant, but the helix screw appeared to not deploy fully and the lead exhibited high impedance when contact was made with the tissue. The attempted lead was not implanted and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst also noted that there was no conductor fracture present. (B)(4)